Event description:
It was reported that the dpt system was showing differences in the ap values of 30-40 mmhg. Occasionally the values were reflecting too high and too low. All catheters were checked and also the or for any possible changes made. Trouble shooting steps were performed with non-invasive ap and different cables. The ge monitors, pressure bags, tubings and height of transducers were all checked. The dpt was places at the level of the phlebostatic axis but it was attached to the arm as the non invasive pressure. There was no leak or any loose connections observed. The monitor was adjusted to read zero mmhg by the ge ts. However, the monitor was zeroed at least six times. It was also stated that the product was discarded at the hospital and will not be returned for evaluation.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and root cause could not be identified. It is unknown if damages or defect existed on the product. No actions will be taken at this time.